Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 39 mg/dl. Caller stated that the customer's is on a new medication for her bladder. Caller stated that the customer's insulin pump was malfunctioning because it did not alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.